Event description:
When flushing before use, leakage of physiological serum was noted after the valve located above flushing syringe. No patient complications reported.

Manufacturer narrative:
Device has not returned for an evaluation at this time.